Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a ventricular lead revision procedure, dislodgement of the right atrial lead was noted. The atrial lead was explanted and replaced.